Event description:
Customer reports using the incorrect calibration code on her freestyle flash blood glucose meter since 2007 and "no one caught that the code was wrong" until the date of the event. She reports her dr has changed her medication based on her "incorrect readings", however, no readings are reported. She reports experiencing symptoms of nausea and vomiting due to the medication change. Paramedics were called and treated her with "IV medication" (exact solution not reported). She was transported to a local health care facility, however, she "does not know" if she was diagnosed with hypo/hyperglycemia and "does not recall" the exact medication given stating she was treated with "many different drinks to her stomach pains". There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
A follow-up report will be submitted if the product is returned and investigation results are available.